Event description:
This is a spontaneous case report received from a gynecologist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and the catheter got stuck in tube during insertion and when physician got it loose also the spirals of implant opened and it came out with catheter. Reporting physician was not sure if part of implant remained in tube or if entire implant came out with catheter. She was going to perform hsg (hysterosalpingography) to the patient after 3 months. Sample was available. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced suspicion that part of implant remained in tube and catheter got stuck in tube during insertion (complication of device insertion). All the events are considered non-serious. Suspicion that part of implant remained in tube assumed as a device breakage is unlisted in the reference safety information for essure and was regarded as other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining event is listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the catheter got stuck in tube during insertion and when physician got it loose also the spirals of implant opened and it came out with catheter. Reporting physician was not sure if part of implant remained in tube or if entire implant came out with catheter. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on (B)(4) 2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). The ptc investigation result was provided. Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. No micro-insert was received. Large tight pitch coil found to be stretched. All IFU steps were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure and device breakage are anticipated events. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product issue. However, no adverse events have been reported at this point in time. The ae case refers also to a usability issue. The provided complaint sample was investigated and a batch review conducted. The technical assessment concluded unconfirmed quality defect. Since no adverse events were reported, no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 866 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and there was a suspicion that part of implant remained in tube and catheter got stuck in tube during insertion (complication of device insertion). All the events are considered non-serious. Suspicion that part of implant remained in tube, assumed as a device breakage, is listed according to technical analysis and the remaining event is also listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the catheter got stuck in tube during insertion and when physician got it loose also the spirals of implant opened and it came out with catheter. Reporting physician was not sure if part of implant remained in tube or if entire implant came out with catheter. Upon the event occurred during insertion procedure, the events are assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow up information received from the gynecologist who reported that hsg (hysterosalpingogram) has been performed and extra parts of implant were not found. Based on information received on (B)(4) 2014: after a company internal review the device similar case listing was updated. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and catheter got stuck in tube during insertion; physician suspected that part of implant remained in tube. Later, a hysterosalpingogram (hsg) was performed and extra parts of implant were not found. The reported events, interpreted as a complication during essure insertion with suspicion of device breakage followed by a possible device expulsion were considered non-serious and regarded as listed according to technical analysis (device breakage) and essure's reference safety information (remaining events). Single cases have been reported of essure breakage. In this particular case, considering the reported events nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device malfunction (breakage). A product technical complaint investigation was performed, the complaint sample was returned (no micro insert was received), the large tight pitch coil was found to be stretched. The analysis was unable to confirm any quality defect or device malfunction and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.